Event description:
It was reported that/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. The patient stated they were not receiving cgm readings on the display device for an hour. He was dizzy and could not make sense of what he was saying. His wife called emergency medical services (ems) because he was incoherent. Paramedics arrived and he was transported to the hospital because his bg level was over 400 mg/dl. The patient did not remember how he arrived at the hospital, but did remember he saw 3 dashes on his pump and the sensor quit working before the 10th day. He was hospitalized and the doctor treated him with insulin (lantus) and ammonia [presumed to refer to aromatic ammonia spirits]. Three days later his bg had stabilized. At the time the patient reported the event, although he was still hospitalized, he felt fine and discharge was planned for later that day. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.